Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a transtelephonic monitoring (ttm) interrogation this pacemaker exhibited some slow detections of approximately 30 pacing pulses per minute post magnet application. The patient was brought into the clinic and there was a ventricular tachycardia (vt) episode that indicated noise on the right ventricular (rv) lead. The noise was unable to be recreated. A review of the pacing impedance measurements indicated that the normal range was approximately 600 ohms, but there was one recent measurement of 130 ohms. The health care professional (hcp) planned to get a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Approximately ten months later, the rv lead was surgically abandoned during a device replacement procedure. It was reported the rv lead was not functioning appropriately. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was seen by their physician who confirmed there is complete loss of function of the chronic right ventricular lead that was implanted in (B)(6)2003. Noise was also observed on the lead. A chest x-ray was performed which did not identify any overt fracture of the lead. The patient also underwent left subclavian venography. The patient has moderate stenosis at the lead insertion site at the subclavian innominate vein juncture. The physician recommended that the patient undergo additional evaluation of the leads as it pertains to potential revision of the system. Long-term the patient would likely benefit from placement of a right ventricular lead however the patient's av conduction is relatively intact at this time. The patient conducts 1:1 at 120 bpm. No additional information is available at this time. If additional information becomes available this report will be updated.